Event description:
It was reported while testing with bd veritor¿ plus analyzer false positive results were obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the veritor flu assay is producing false positives.

Manufacturer narrative:
H.6. Investigation: the complaint was created for false positive issues on the bd veritor plus analyzer (p/n 256066, s/n (B)(6). The customer reported discrepant results. The device history record for bd veritor plus analyzer, sn (B)(6), was examined and showed no discrepancies relate to this issue that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, final packing test and manual inspection. The veritor plus analyzer, (B)(6), was not returned for investigation. Since no samples was returned no root cause analysis was performed. Based on this evidence the complaint is unconfirmed. Bd quality will continue to monitor for trends related to the veritor system.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ plus analyzer false positive results were obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the veritor flu assay is producing false positives.